Event description:
Spontaneous secure message received from patient to report issue with cadd ms3 cartridge. "I called yesterday and let them know I was having issues with the cadd cartridges. Sane are just fine and others are to hard to pull out the syringe. I'm throwing them away because if I can barely pull it to fill with medication, I have doubts the pump can push the medication through properly. You had a nurse call me to see if I need help but I'm telling you some cartridge's aren't made right." Patient included photo of cartridge, lot# 4266305, exp 2027-3-14. Patient has one cartridge available for return if requested. Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available for investigation? Yes. Did we [MFR] replace the device? Yes. Did the pt have a backup device they were able to switch to? Yes. Was the pt able to successfully continue their infusion? Yes. Reported to (B)(6) by pt/caregiver.